Event description:
It was reported that the patient had pacemaker syndrome with the loss of atrial capture and underlying sinus bradycardia. The atrial lead had intermittent non-capture at maximum outputs and intermittent high impedance measurements. The lead had a possible fracture. The physician suspects subclavian crush as having caused the issue with the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr03 ipg, implanted: (B)(6) 2008. (B)(4).